Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). (B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the bioprosthetic valve appeared to be calcified with ¿obvious signs¿ of degenerative disease one year post implant. The exact cause of the valve calcification cannot be confirmed. Patient factors (end stage renal failure on hemodialysis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the edwards implant patient registry, a 29mm sapien 3 valve was explanted one year post implant. A 25mm edwards magna aortic valve was implanted. Approximately 11 months post sapien 3 valve implant, the patient presented with ¿worsening heart failure symptoms¿. Tte and tee indicated increased gradients and velocities across the valve. Further imaging included a ccta, which was ¿concerning¿ for valve leaflet thrombosis. Anticoagulation therapy was initiated; however, imaging continued to show increased velocities. The patient had ¿further heart failure admissions¿ and ¿acute respiratory failure¿. One year post implant, the patient underwent surgical aortic valve replacement (savr) with the explant of the sapien 3 valve and placement of an edwards surgical prosthesis. Per the physician, the valve leaflets had no thrombus, but they had ¿obvious signs¿ of degenerative disease with calcification along each of the leaflets with limited mobility.

Manufacturer narrative:
Additional information received indicated that a histological examination of the explanted sapien 3 valve was performed by the clinical site. The examination of the valve indicated a ¿grossly intact¿ artificial aortic valve, 3.0cm in diameter x 2.5cm in length. The valve was tan and remarkable for calcifications. No distinct vegetation was identified. Multiple gray-white ¿ragged¿, markedly calcified portions of tissue consistent with aortic valve cusps were identified. The final diagnosis of the explanted sapien 3 valve indicated valve cusps with ¿nodular calcifications with focal chronic inflammation with plasma cells and hemosiderin¿. The native mitral valve, also surgically removed at the time of the sapien 3 explant, also showed multiple gray-white ¿ragged¿ portions of tissue consistent with mitral valve leaflets. Multiple chordae tendinae, up to 2.2cm in length, were present. The native mitral valve was also markedly calcified with no distinct vegetation identified. The final diagnosis of the mitral valve indicated ¿prominent nodular calcifications on leaflets¿.